Manufacturer narrative:
This product is registered as a combination product. A partial lead with the pin measuring 4.2/4.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
Related manufacturer reference number: 2017865-2021-09387. Related manufacturer reference number: 2017865-2021-09391. Related manufacturer reference number: 2017865-2021-09395. It was reported that the patient has deceased.  There is no known allegation from a health care professional that suggests that the death was device related.  The cause of death was unknown.  No additional information was reported